Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had cubie failure due to latch on row board was misaligned. A field service engineer was reseat spring on latch to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medbank system cubie was not opening during the treatment for a hospice patient. The customer stated that cubies were having issues with locking into bin locations repeatedly, even after the pharmacy swapped cubies location. The customer reported that user was decided to break the cubie since a hospice patient was actively dying and needed for morphine medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that the bd pyxis medbank system cubie was not opening during the treatment for a hospice patient. The customer stated that cubies were having issues with locking into bin locations repeatedly, even after the pharmacy swapped cubies location. The customer reported that user was decided to break the cubie since a hospice patient was actively dying and needed for morphine medication. No further medical intervention was reported, and no adverse events or injuries were reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-oct-2022 to 23- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had cubie failure due to latch on row board was misaligned. A field service engineer was reseated spring on latch to resolve. The system functioned as intended after troubleshooted by the field service engineer.